Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11037r69, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11037r69, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information received that the consumer reported that the reason that pump detached was that the patient had lost 125 pounds (massive weight loss) in the last few years, as the patient had gastric bypass surgery in 2008. The symptoms that were related to the pump moving around/flipped 90 degrees was noted as discomforting and hurt, as the patient had a large hernia removed on (B)(6) 2015. The patient was very upset that their pain manager would not reattach the pump to the original position. The general surgeon reattached the pump on (B)(6) 2015, and the loose pump was resolved. If additional information is received this report will be updated.

Event description:
It was reported that the patient¿s pump detached from their body and looks like a hockey puck sticking out of their body. The event happened sometime in the last year, but the exact date was unknown. The pump was noted as perpendicular to the abdomen. The type of medication being delivered via the device system was dilaudid. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a supplemental report will be submitted.